Event description:
It was reported that a person using the ilet reported a blood glucose value of 243 mg/dl, and the cause of the hyperglycemia was unclear; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no reported long-term impact. Investigation included user troubleshooting and education with review of use. Investigation of this case revealed no confirmed device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.